Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 4 had failed and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it had been determined that tower door 4 had failed and unrecoverable. When an attempt had been made to recover it, the latch had struggled to release the door. The tower door had been manually opened, and all doors had been released. Once released, all latches had been inspected, and no oxidation had been found. It had been observed that a large fluid bag had been pushing on the long tray, which is preventing the latch from properly engaging and releasing the hasp. A field service engineer (fse) had removed the obstructions and had reseated all connections. All tower door functionalities had returned to normal. The device had been rebooted to the es application, and the customer had successfully recovered all tower doors to resolve the issue. The system had functioned as intended after the field service engineer had repaired the device.